Event description:
According to the reporter, during a procedure, when creating the gastric tube, one piece of metal fell after firing the 60 millimeter reload. No component fell into the patient's cavity. Treatment intervention was not done. There was no patient injury.

Manufacturer narrative:
Additional information:b5, d4 (model #, catalog #, UDI #, lot # removed), d10, g3, h4 removed correction: b1, b2 (other removed), h1, h6 d10 concomitant products: sig power sigphandle handle - sigphandle (serial# unknown); sig power sigpshell control shell - sigpshell (lot# unknown); sig power sigadaptstnd linear adapter - sigadaptstnd (serial# unknown; egia45amt, egia45amt egia 45 artic med thick sulu (lot p4e1135) new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9 (return date), g3, h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one metal fragment was received. The reload was fully fired and the interlock was engaged. The jaw of the reload was open. One side of the articulating point was broken. Functionally, the reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. Test media was transected. The reload interlock was tested and found to function properly. It was reported that when creating the gastric tube, one piece of metal fell after firing the 45 millimeter reload. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, when creating the gastric tube, one piece of metal have fallen after firing. Treatment intervention as not performed.

Manufacturer narrative:
D10 concomitant products: sig power sigphandle handle - sigphandle, sig power sigpshell control shell - sigpshell, sig power sigadaptstnd linear adapter - sigadaptstnd. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9 (return date), g3, h3, h6 correction: d3 (MFR name, street 1, street 2, MFR city, MFR region, postal code) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one metal fragment was received. The reload was fully fired and the interlock was engaged. The jaw of the reload was open. One side of the articulating point was broken. Functionally, the reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. Test media was transected, the reload interlock was tested and found to function properly. It was reported that a component disengaged. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d3 (MFR name, street 1), d4 (model #, catalog #, lot #, unique identifier (UDI) #), g3, h4 correction: d6a removed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, when creating the gastric tube, one piece of metal fell after firing the 45 millimeter reload. No component fell into the patient's cavity. Treatment intervention was not done. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d9, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, when creating the gastric tube, one piece of metal fell after firing. No component fell into the patient's cavity. Treatment intervention was not done.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the I-beam was fully retracted and the jaws were open. There was damage to one of the blowout plates. The damaged blowout plate was disengaged from the reload. Transected test media was received with the returned reload. It was reported that during a procedure, when creating the gastric tube, one piece of metal fell after firing the 45 millimeters reload. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.